Event description:
Boston scientific received information that this lead was attempted and not used. During the implant procedure, the boston scientific sales representative (sr) noted high impedances of greater than 2300 ohms and poor capture thresholds. The lead was not used.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation confirmed that the complete lead was returned wit bodily fluid in the lumen. The clinical observations were not confirmed, all resistance testing showed that the conductive paths are within specifications.